Manufacturer narrative:
An event of "considerable paravalvular leak" was reported. The valve was returned with some dehydration artifact, a folded leaflet, and a leaflet tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 33 mm epic stented porcine heart valve with flexfit system was implanted. Post-procedure, it was noted that there was considerable paravalvular leak, so the patient was returned to surgery to have the valve explanted on the same day. A new 33 mm epic stented porcine heart valve with flexfit system was successfully implanted to resolve the event. The patient remained hemodynamically stable throughout the procedures. There were no adverse patient effects. The patient status was reported to be stable. No additional information was provided.